Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue sling was implanted during a mid-urethral sling procedure performed on (B)(6) 2019. According to the complainant, after the procedure, the patient manifested urinary retention. Subsequently, the patient underwent a sling release procedure to release the tension. The patient's current condition was reported to be stable. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.